Event description:
Hcp reported the patient was having increased spasms. The baclofen dose was increased 20% without benefit. At the time of refill, 18cc were obtained from the pump without there being any alarms. The pump was rechecked 2 days later and again there were 18cc remaining in the pump. Xrays showed the catheter in good position with no disconnects, migrations, or kinks and a catheter dye study showed good intrathecal spread. A bolus was given during fluoroscopy and it was noted the pump was frozen with no movement. The pump was replaced and the dose of medication increased. The patient is reported to be doing well.